Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had system overheating issue . After the occurrence, the system was restarted, but it reoccurred about 2 hours later. There was no health or injury reported.

Manufacturer narrative:
Due to character limitation: event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Reproduction could not be confirmed. Running tests were conducted for 3 days at a rate of 120 bpm and for 3 days in af mode, but no reproduction was observed. The compressor was operating normally with no problems, but it is assumed that the compressor was temporarily under load for a long period of time, causing the internal temperature to rise. No equipment malfunctions were found, and a functional inspection confirmed that there were no problems. The results are good.